Event description:
On july 1, 1992, a patient underwent a laparoscopic cholecystectomy. During insertion of the ethicon 5mm disposable trocar the protective sheath did not come down over the trocar and the liver was punctured but otherwise was not significant. The patinet had no complications from this incidentinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.